Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 47 mg/dl. Since morning, the customer had been experiencing low blood glucose. When the customer woke up they had trouble calibrating and were confused. The customer had felt fine and was drinking orange juice. The customer declined calling emergency medical services. The customer was advised to call back for troubleshoot when her blood glucose is stable.